Event description:
In 2003 had a smith & nephew knee implant. Eleven mos later informed implant failed and recalled. Had second implant - this one has come apart. Informed by ortho dr that scientist have informed him that macrotexture does not perform as advertisted and bone growth is non-existent. Dr stated all six revisions failed.